Event description:
Chief resident pinned head with an imri mayfield head holder. She tested the lock and checked stability of the holder. When we rolled patient from the stretcher into a prone position on the operating table and began to lock the head holder in place it became unlocked. After looking at the holder, it was noted that there was a crack in the holder. This resulted in us having to roll the patient back to the stretcher and having to be pinned again with a new radiolucent head holder.